Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro self-activated. A new kit was used to complete the procedure. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the hot jaw boot was partially peeled off and cracked. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test. Based upon this, the reported failure "device self-activated" is confirmed. A lot history record review could not be performed as the lot number could not be obtained. This failure mode is currently being investigated in our CAPA system. (B)(4).